Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 428 mg/dl. The customer treated with 3.95 units of insulin from the bolus wizard. The customer's site was inspected and the infusion set cannula was bent. The infusion set will be returned and replaced.